Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that insertion difficulty of the lead was encountered at the implant when it comes to this device. The issue was resolved and the device remains implanted. No adverse patient effects were reported.